Manufacturer narrative:
Additional information: two euphora rx ptca balloon catheters were being used. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The devices were being used to pre-dilate the lesion. The devices did not pass through a previously deployed stent. The balloons ruptured during balloon inflation. The devices were not moved or repositioned while inflated. The patient is alive with no injury. Facility details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned with balloon folds expanded. Deformation was evident to the distal tip. Kinks were evident to the hypotube. Blood was visible in the balloon and inflation lumen. It was not possible to perform negative prep or pressurize the balloon, most likely due to hardened blood in the inflation lumen. The device was placed in a heated water bath overnight in an attempt to disperse hardened blood, however it was still not possible to perform negative prep or pressurize the balloon. The reported burst/leak is confirmed by the presence of blood in the balloon, however the exact burst/leak site could not be identified due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one euphora rx ptca balloon catheter to treat a lesion. It was reported that the balloon ruptured when inflated during angioplasty attempt. The device was removed with no issues. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.